Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient experienced a fall on the ipg site. The ipg site began eroding, resulting in infection at the ipg and lead incision site. As a result, surgical intervention was undertaken wherein the system was explanted. The patient was administered IV antibiotics.